Manufacturer narrative:
Pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keypads was not responding and they were sticky. Customer observe time clock for one minute and time advances found minutes moves. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.